Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarm noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an multiple pump error. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they were able to clear the alarm. Customer found motor motion error. Customer clear all the alarm and customer was not able to rewind the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.